Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of unacceptable threshold was not confirmed. Analysis was normal. No anomaly was found. Obstruction during stylet insertion was found to be due to overtorque in inner coil at 2.3cm from the connector pin.

Event description:
It was reported that the lead exhibited high pacing threshold during implant. The physician could not manipulate stylet in lead. The lead was removed and replaced.